Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm morphology is unknown. The patient's iliac arteries were reported to be small and frail, moderately tortuous with moderate calcification. It was reported that stent graft was successfully deployed, however, during removal of the 16fr sheath the patient's external iliac artery was dissected. The external iliac artery dissection was treated with angioplasty and a patch. There was no evidence of endoleak at the conclusion of the procedure. No additional sequelae were reported and the patient is reported to be fine.